Event description:
Additional information received, from the manufacturer representative. Reported, that the cause of the charging and stimulation issues was not determined. The patient was going to have a battery revision. As the issue was not resolved. And was pending, it being scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have had nothing but issues with their lower back implant. Patient noted they were debating on whether to have the implant explanted or to keep it; patient mentioned that they have tried turning their stimulation off to see how much pain they would be in and how much they could take. Patient reported that they still have tremendous pain even with their stimulator and that is why they are contemplating getting the implant taken out. Patient stated that when they were first implanted the implant moved and was resting on their spinal cord which resulted in nerve damage. Patient noted that their surgeon moved the implant except now the patient has lost 33lbs and the implant sinks all the way inside. Patient mentioned that the implant does help them and that it gives them more relief than they realize. Patient reported that they do not want to be on pain medicine or opioids because they live alone and would not be able to drive; patient followed up saying they know what those meds do and they want no part of that. Patient stated that they cannot live with this kind of pain and that they have post-polio syndrome and their whole spine is deteriorating. Patient noted that they really have been debating all along about their back implant because they did not feel like they were getting relief and especially not when the implant first had moved. Patient mentioned that they went on a cruise and turned their implant off and left their chargers at home; patient noted that was a mistake because walking the ship caused them excruciating pain. Patient also mentioned the cruise was in january. Patient added that one of their cervical discs were all fused. Patient noted that their neck implant works wonderful and gives them all the relief that they need. Agent documented the reported event and information. Additional information was received from the manufacturer representative (rep). Rep reported patient was not able to recharge their implant. When the healthcare provider (hcp) reviewed the implant, they decided to go for a pocket revision.